Manufacturer narrative:
Date of event: unknown. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7a3081. Fifty sets of retained samples from this lot were checked visually and no abnormality such as damage, molding defect, safety shields damage were found. Thirteen sets were checked and no problems were found on the breakaway force, sustaining force or security force. The manufacturing and inspection records of the lot concerned were reviewed, and no abnormality which could be related to the reported event were found. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a needle stick injury occurred to a customers finger with a bd safety-lok¿ blood collection set w/out luer adapter 23g x 0.75 in needle after use while trying to activate the safety. No medical interventions reported.